Event description:
A customer experienced high blood glucose levels displayed as "high"; although specific value was not provided. Cause was not known. The customer took corrective actions by administering a correction bolus via the pump and changing the infusion set, as instructed by technical support. Additional inspections were recommended, and the customer was advised to consult a healthcare professional to discuss potential factors affecting their blood glucose levels.